Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on this baxter meridian device. Hcp was preparing to remove pt at the end of the treatment and notice microbubbles in the venous line. Hcp pulled on the line and the air detector alarmed. Hcp disconnected pt, recirculated the blood to remove the air, reconnected bloodlines to the pt and returned the blood to the pt without incident. Hcp reported no pt injury and no medical intervention was necessary while pt was in the facility. Forty-five minutes later, pt returned to the unit complaining of dizziness and had a decrease in blood pressure. Hcp administered normal saline and was unable to maintain blood pressure. Pt was transferred to emergency room via ems. Pt was evaluated in the ER and released, no medical intervention was administered in the ER.